Event description:
It was reported that the implant broke in use during an ankle ligament reconstruction. One third of the implant remains in the patient. The surgeon completed the surgery with another implant. No further patient information is available from the customer and no additional adverse consequences have been reported. This device is used for treatment.

Manufacturer narrative:
Evaluation revealed the pieces of the returned implants were brittle and shattered and a dimensional inspection could not be performed. Device history record review revealed nothing relevant to this event. A definitive conclusion for the complainant's event has not be determined at this time.